Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material # 303393 batch #5065846 verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 303393 quantity affected:1cs serial/lot number: (B)(6) po : (B)(6) are any samples available for return? No reported issue: customer ordered 10ml syringes but inside the vendor box was 5ml syringes. All 3 boxes have same lot number. Customer disposition request: customer requested to log complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - label content incorrect. Ninety-three samples of 10 ml twinpak syringes (part number: 303393, batch 5065846) were received for evaluation. The outer carton was unsealed and labeled for 10 ml syringes. All samples were individually sealed and contained 10 ml syringes as expected. However, the top web labeling on all packages incorrectly indicated 5ml, creating a labeling discrepancy. The condition observed is non-conforming per product specification. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.